Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of system error 302 through the history log, but could not reproduce it. The device was operating out of specification. The lower and upper auxiliary assemblies, were replaced as they are known contributors to the reported symptom. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter had initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported there was no patient involvement.